Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) approximately six months ago, and was subsequently in storage mode. The battery voltage was noted to be 2.17, and the charge time was 33.1 seconds. It was also noted that the patient had been lost to follow-up since implant, and they were in the hospital for unknown reasons. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that the device was later explanted and will not be returned for analysis.

Manufacturer narrative:
If further information becomes available, this event will be reopened.